Manufacturer narrative:
It was reported that the event occurred on an unknown day (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked near the injection port. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 5, 2020 - november 6, 2020. H10: the actual device was received for evaluation. Visual inspection on the sample via the naked eye showed white drug precipitate at the fill port which suggested a leak may have occurred. Further inspection noted cracks on the fill port which indicated the root cause of leak at the fill port. The reported condition was verified. The cause of the leak was due to the cracks on the fill port, however the cause of the cracks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.